Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in two pieces. The connector portion measured 10.3 cm and the distal portion measuring 33.0/42.0 cm. Final analysis found that the insulation was abraded at 31.6 to 31.8 cm from the distal tip. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient was presented in clinic with noise on their atrial lead which lead to inappropriate automatic mode switch (ams) on the pacemaker. The noise was noted to be reproducible when the patient coughed. The atrial lead was explanted and replaced. The patient was in stable condition.